Event description:
After pulling guide wire out the physician fluoroed to make placement verification. It was then noticed the wire was in the pt, but that the assistant was holding the wire. The coating had off the wire and was inside the pt. They then had the radiologist watch as the they pulled the catheter out of the pt; the wire did come out of the pt with the catheter. No further testing was performed that day.